Event description:
According to the reporter, the cuff of the first tracheostomy tube did not hold pressure and had been consistently leaking. The pressure was set and maintained at a pressure of 20 to 30 cmh2, but the pressure was down to between 10 and 20 within 24 hours, sometimes less than 8 hours. The issue on the second device was the numbering and labeling of the tubes. The label was difficult to decipher because of the wrong size in the package of the device. The issue on the third device was that the writing on the flange has a tiny font. The issue on the fourth device was that the reusable and single-use inner cannulas were almost identical, which led to inappropriate disposal of reusables and the reuse of single-use items. There was no reported patient outcome.

Manufacturer narrative:
D10 concomitant products: unknown - shiley - unknown shiley trach tube, lot# unknown unknown - shiley - unknown shiley trach tube, lot# unknown unknown - shiley - unknown shiley trach tube, lot# unknown unknown - shiley - unknown shiley trach tube, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.